Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. The lifetime brady episode counter was 489 and the sensitivity was set to the most sensitive value of 0.025 mv. Diagnostic information was consistent with device undersensing/not sensing.

Event description:
It was reported that the loop recorder had collected 488 brady episodes and that they were concerned about undersensing. The device is still in used. No patient complications have been reported as a result of this event.